Event description:
The pt was undergoing knee surgery and the zimmer tourniquet was applied to the thigh area. The system consists of the tourniquet cuff and tubing, which is attached to the machine that causes the tourniquet to provide the necessary pressure to the limb. During the time the tourniquet was in use, the "battery failure" alarm activated (via digital display), accompanied by an audible alarm. The surgical personnel immediately clamped the tubing, disconnected it from the faulty machine and obtained a replacement machine, which allowed the surgery to continue without interruption. Biomedical engineering retrieved the faulty device so that it could be evaluated. (The faulty device is a new unit that is still under warranty.) The pt was not placed at risk of harm in any respect, nor was the surgery extended because of the event. The surgery was completed without complication.